Event description:
It was reported that post deployment stent deformation occurred. The patient presented with chest pain. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm burr rota burr was used to create a lumen followed by intravascular lithotripsy (ivl) and pre-dilation with an nc balloon. A 3.50 x 38mm synergy xd drug-eluting stent was deployed and post dilated with an nc balloon. However, during balloon removal, the stent crumpled. A non-boston scientific microcatheter was quickly introduced to 'drill' through the stent, but it ended up elongating the stent farther. There were no patient complications. The patient was expected to fully recover.